Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open and used suture and 168 closed pouches. Analysis and results: there is a previous complaint of this code batch, closed as not justified after the analysis. (B)(4) units of this code batch manufactured and distributed, there are no units in stock. Tightness test to the closed samples received has been performed and the units are tight. Tested the needle attachment strength of random closed samples from the three boxes received and the results fulfill the OEM requirements: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Needle attachment results before releasing the product into the market were within specification. Final conclusion: although the results of the samples received fulfill the OEM specifications, note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: china. Separation between needles and threads were found when suturing.